Manufacturer narrative:
D5,6; h4: info unavailable, device returned with no lot or batch ID. Results of evaluation: conclusion: based on the visual examination, the outer gasket of the reducer cap is torn approx. 1/4", but no pieces were produced. No conclusion could be reached as to how the gasket was torn.

Event description:
During a laparscopic cholecystectomy, the 1seal and 10/11mm trocar gaskets ripped. The surgeon completed the case while losing pneumoperitoneum. The 1seal was from the fdc32. There was no consequence to the pt. Clinical follow up: 1/27/97 1156 message and 800# left for md call back. 1/27/97 1335 the surgeon's nurse, called back and stated the difficulty resulted from the 1seal leaking whenever an instrument was put through. She was not sure whether this leaking was a result of a poor seal around the instrument or a tear. She did not recall difficulty with the trocar itself.